Event description:
Additional information received from a consumer reported the cause of the large electrical surge was the implantable neurostimulator (ins) being off and then turned on at 3v. The issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient had an uncomfortable overstimulation sensation. When the patient turns stimulation on the morning of this report, they felt a large electrical surge. The patient was uncomfortable so they turned stimulation off. The implantable neurostimulator (ins) was on program c with the left side at 3.0v and the right side at 2.7v. The patient was not able to lower stimulation and they were seeing the lower limit screen when trying to decrease stimulation. Stimulation was turned back on at the time of this report and the patient "went crazy" again. The patient's indication for use is essential tremor and movement disorders. No cause, interventions, outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).